Event description:
It was reported that during reprocessing, the cysto-nephro videoscope a-rubber adhesive section was chipped/detached. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is degradation and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.